Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the directlink was connected to philips intelliuve mx800 in the ICU. After disconnection to bring the patient to a cat scan, the facility followed the reconnecting procedure but no signal was detected and a "?" Appeared on the screen. After more than one hour the signal was ok. During that hour the customer tried to change all the cable(from bedside monitor to directlink and from directlink to sensor) but nothing happened. The monitoring restarted properly after more than one hour (the measurement was compatible with patient status).

Manufacturer narrative:
UDI: (B)(4). Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.